Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system flex screen stays black and tsm is not turning on. A review of the system log file showed that a flex vision video switch malfunctioned. On repair activity, fse replaced dvi to utp converters. Problem reoccurred, and half of the flexvision has a green color. Upon function testing, fse found the dvi-to-ethernet converter on the flexvision pc side was no longer reliable. After the replacement of the converters, the system was returned to use in good working order. These codes were updated based on investigation outcome. The evaluation method code grid was corrected.

Event description:
It has been reported to philips that the tsm was not turning on. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision screen was black and tsm was not turning . Troubleshooting actions showed a problem with the dual dvi converter. Philips has started an investigation of this complaint.